Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using his olympus evis eus ultrasound bronchofibervideoscope along with an olympus ultrasound balloon, the balloon partially came off the ultrasound tip. According to the initial reporter, the balloon stayed on the scope. Reportedly, this event occurred during a diagnostic endobronchial ultrasound bronchososcopy procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. The initial reporter noted that this event occurred twice a ¿few weeks ago¿. Please see related report patient identifiers: (B)(6).